Manufacturer narrative:
Medwatch report mw5149043.

Event description:
On 13-dec-23, nurse assist received a medwatch report via e-mail of the following event description from medwatch report: ordered and used on patient beginning in (B)(6) 2022 due to nationwide shortage of saline solution to clean port (biliary) drainage from wound site. Developed life-threatening mrsa at that site shortly in (B)(6) 2022. According to records: wound culture collected on (B)(6) 2022 with result for positive mrsa. On (B)(6) 2022. Hospitalized at (B)(6) hospital on strong antibiotic (vancomycin) treatment thereafter.